Manufacturer narrative:
A customer reported a false negative cefoxitin screen for a staphylococcus aureus blood culture sample in association with the vitek® 2 ast-gp75 test kit. An investigation was performed. The two submitted strains were subcultured, and the identifications were confirmed as s. Aureus. Testing included ast-gp75 cards from the customer's lot and a random lot, in duplicate, agar dilution (ad) as the reference method for ox101n formulation for oxacillin (ox) on this card, cefoxitin disc diffusion as the reference method for oxsf01n (oxsf), and pbp2. For both strains (911490, 911491): ox mic </= 0.25 and oxsf negative results were obtained on all ast-gp75 cards tested. Ox ad mic = 0.25 and 0.5. Cefoxitin disc diffusion was resistant (20mm) with no evidence of micro colonies in the zone of inhibition. Pbp2 testing was positive for meca. While oxacillin mics are in agreement with the reference method, the false negative oxsf results were reproduced. The raw data from the internal testing was analyzed with the v08.01 oxsf knowledge base , and both isolates remained oxsf negative. The isolates exhibit atypical growth behavior. The ast-gp75 cards performed as intended.

Event description:
A customer from the united states reported to biomérieux a false negative cefoxitin screen for a staphylococcus aureus blood culture sample in association with the vitek® 2 ast-gp75 test kit. The sample was from a cancer patient on prolonged antibiotic therapy and recently deceased. The customer reported the cefoxitin screen was negative and the oxacillin sensitive on the ast-gp75 card. Pcr and a pbp2 test confirmed it was meca positive. The patient also had a urine culture where the result was reported as a non-mrsa. The customer advised that the patient had passed due to complications from cancer, and it was not related to any incorrectly reported results. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux requested the lab reports and strains for both blood and urine cultures from the customer. A biomérieux internal investigation will be initiated.